Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding") and fibroma ("fibroid tumors") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fibroma (seriousness criterion medically significant), abdominal pain lower ("constant cramping"), hypersensitivity ("allergic type reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexua intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), arthralgia ("severe joint pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fibroma, allergy to metals, dysmenorrhoea and dyspareunia had resolved and the abdominal pain lower, vaginal haemorrhage, menorrhagia, fatigue, weight increased, abdominal distension, arthralgia and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, nickel allergy, dysmenorrhea, dyspareunia, fibroid tumors, fatigue, weight gain, bloating, severe joint pain, abdominal pain are added. Lab data was added. Product, patient and reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('excessive and abnormal bleeding') and fibroma ('fibroid tumors/ tumor/ teratoma/ cancer- type fibroids') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done". The patient's medical history included dysfunctional uterine bleeding and vulvovaginitis. Previously administered products included for an unreported indication: prilosec. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and arthralgia ("severe joint pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexua intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating") and gastrooesophageal reflux disease ("gerd") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("constant cramping"), hypersensitivity ("allergic type reaction"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain") and was found to have fibroma (seriousness criterion medically significant). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fibroma, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea and dyspareunia had resolved and the abdominal pain lower, fatigue, weight increased, abdominal distension, arthralgia, abdominal pain and gastrooesophageal reflux disease outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibroma, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: heavy post-ablation bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: left essure visible, unable to visualize right essure. Multiple fibroids present, the largest is intramural posterior measuring 1.9 x 1.2 x 1.8 cm.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: nova sure endometrial ablation done at the time of insertion, abdominal pain lower, fatigue, fibroids, pelvic pain and abdominal distension. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received - new gerd was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding") and fibroma ("fibroid tumors") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done". The patient's past medical history included dysfunctional uterine bleeding and vulvovaginitis. Concurrent conditions included body mass index normal. On (b)((6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fibroma (seriousness criterion medically significant), abdominal pain lower ("constant cramping"), hypersensitivity ("allergic type reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexua intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), arthralgia ("severe joint pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fibroma, allergy to metals, dysmenorrhoea and dyspareunia had resolved and the abdominal pain lower, vaginal haemorrhage, menorrhagia, fatigue, weight increased, abdominal distension, arthralgia and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: heavy post-ablation bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2016, transvaginal ultrasound revealed left essure visible, unable to visualize right essure. Multiple fibroids present, the largest is intramural posterior measuring 1.9 x 1.2 x 1.8 cm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: nova sure endometrial ablation done at the time of insertion, abdominal pain lower, fatigue, fibroids, pelvic pain and abdominal distension. Most recent follow-up information incorporated above includes: on 1-mar-2018: per mr: event: nova sure endometrial ablation done at the time of essure insertion was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("constant cramping") and hypersensitivity ("allergic type reaction"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain lower with essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.